Manufacturer narrative:
This supplemental is being submitted in response to the user's voluntary submission under mw5185559. The user submitted 4 identical medwatch reports. Replacement pumps are supplied and initiated solely in response to user notification. This case is being created for the purpose of documentation of the 4th medwatch report, mw5185559.

Event description:
It was reported that a user of the ilet insulin pump experienced screen separation in which the display detached from the pump housing, rendering the pump unusable and interrupting insulin delivery, as documented in a voluntary medwatch report referencing prior similar replacements. Symptoms included interruption of insulin therapy requiring a switch to an alternative therapy method. Outcomes included device failure with loss of intended drug delivery function. Investigation included company retrieval of the failed device for evaluation. Investigation of this case revealed a recurring device mechanical integrity issue involving the screen assembly of the pump, consistent with previously observed screen bezel separation in the same device component. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.